Event description:
Failed implant #10 removed nobel/active 43 x 15 mm implant cracked. Too much infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).